Manufacturer narrative:
The investigation determined that the pre-analytic issue found by the customer was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c (701) module. The initial crep2 result was 189 umol/l. This result was reported outside of the laboratory. On (B)(6) 2017 a new sample was obtained and the crep2 result was 60 umol/l. The result of 60 umol/l is believed to be correct. There was no allegation that an adverse event occurred. The crep2 reagent lot number was provided as "0". The expiration date was not provided. The customer stated that after looking into the issue, he noticed that "a lot of tubes" had fallen over by accident. The customer thinks the erroneous result was caused by contamination due to a pre-analytic issue.